Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported, that 11 days after implantation oversensing was observed via home monitoring. The lead was successfully repositioned.